Manufacturer narrative:
An investigation was not possible because, due to an infectious disease of the patient, no product was returned for examination. Based on the product documentation, we can exclude a defect at the time of delivery of the progav 2.0 shunt system, our traceability indicates that the valve was in perfect condition. Regarding similar complaints where we could examine the products, we could determine that the most frequent cause for a deterioration in the function of the product are deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve.

Event description:
It was reported that a progav 2.0 shunt system (#fx434t) was implanted. According to the complainant, the shunt system caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure. Due to an infectious disease of the patient, no product was returned for examination. No patient complications were reported as a result of the revision procedure.